Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that "fatigue fracture of the medial malleolus after total knee replacement on (B)(6) 2025, diagnosed on (B)(6) 2026. I (the patient) have suffered a fatigue fracture on the right inner ankle. I would like to know whether this complication is known. Furthermore, in the 13th postoperative week, I noticed spontaneous necrosis in the scar area. Note: as of (B)(6) 2026, the only x-rays and implant information provided are for an infinity ankle."